Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous blood glucose (bg) levels ranging from 300-500 (mg/dl). The customer alleged that there was an underlying pump issue. System check was performed with tandem technical support and it was verified that the pump was functioning as intended; however, the customer maintained belief that there was an issue with the pump. Multiple attempts were made by the clinical diabetes specialist (cds) to follow-up with the customer; however, the customer did not respond.